Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was opened/not used for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had a difficult time placing the right ventricular (rv) lead due to a very tight vessel. It was noted the physician was unable to advance the stylet into the lead after multiple repositioning attempts. The lead was noted to have a slight kink, presumably preventing stylets from being fully advanced down lead. The rv lead was replaced at the request of the physician. No patient complications have been reported as a result of this event.